Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the colon during an endoscopic polypectomy procedure performed on (B)(6) 2025. During the procedure, the device was stuck and could not be used. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the colon; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is intended for ligation of esophageal varices and anorectal hemorrhoids and the reported anatomy location is not described in the indications for use (IFU).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the colon during an endoscopic polypectomy procedure performed on (B)(6) 2025. During the procedure, the device was stuck and could not be used. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the colon; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is intended for ligation of esophageal varices and anorectal hemorrhoids and the reported anatomy location is not described in the indications for use (IFU).

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the device was returned, and a visual inspection revealed that the slack had not been taken up. Additionally, the handle showed signs that the trip wire was not properly secured to the post. The ligator housing was not included in the analysis. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was determined that the instructions for use (IFU) were not followed, as the slack was not taken up from the handle slot. This oversight can significantly impact the deployment of the bands once the ligator housing is installed in the endoscope. Specifically, the trip wire may not function properly with the handle during band deployment. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the slack wasn't taken up from the handle slot; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit." Additionally, the speedband superview super 7 device was used in the colon; however, per the IFU, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction."